Manufacturer narrative:
Bec tracking number: (B)(4).

Manufacturer narrative:
The fill patient identifier is case-(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 antigen reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No patient data and additional information was provided. The cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: UDI and device manufacture date are not available as no lot number was provided.

Event description:
On (B)(6) 2021 the customer reported one false positive sars-cov-2 antigen (access sars-cov-2 antigen assay, part number c68668, lot number not provided) result was generated on the customer's access 2 immuno assay analyzer (part number 81600n and serial number (B)(4)). On (B)(6) 2021 the assay technical support (ats) emailed the customer to determine how their antigen testing was going and if the needed assistance with the test. The customer reported they had one false positive antigen result compared to pcr. No patient data was provided (pcr results or symptom information are unknown). No affect to patients or end-users has been reported in connection with this event. No hardware errors or other assay issues were reported in conjunction with this event. No calibration, quality control or system check data was provided. The customer did not provide any additional details on sample collection or storage. Several written attempts were made by the investigator and assay technical support (ats) to obtain patient data and additional information.